Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific rec'd information that during a routine device check, no capture and no sensing was observed. The pt was scheduled for a lead replacement procedure. During the revision procedure, a lead dislodgement was observed. No pt symptoms were reported. The lead was successfully replaced. At this time, the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.